Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). Reporter phone number unknown. The customer rejected repair of the unit and philip's technical support recommended the customer to replace the flow sensor assembly for safe operation.

Event description:
The customer contacted philips technical support (ts) stating that unit had oxygen (o2) flow error. The customer reported there was no patient involvement. The event date was not specified; estimate used.